Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml gu=34 but instrument did not flag tube as positive. The following information was provided by the initial reporter: customer is reporting that they have a 7ml mgit tube with gu=34 but instrument did not flag tube as positive. Customer informs tube had flagged positive and they are just generally inquiring on gu threshold. Advised customer on gu algorithm.

Manufacturer narrative:
H.6 investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Customer did not provide a batch number, photos or returns for this complaint investigation. Trending was done on the appropriate databases for bactec mgit 7ml (material 245122) and no quality notification trends have been identified for this material for performance issues in the last 12 months. The complaint history was reviewed for material 245122 and there are no trends for performance issues in the last 12 months. Bd will continue to trend complaints for this issue. This complaint cannot be confirmed based on material trending.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml gu: 34 but instrument did not flag tube as positive. The following information was provided by the initial reporter: customer is reporting that they have a 7ml mgit tube with gu: 34 but instrument did not flag tube as positive. Customer informs tube had flagged positive and they are just generally inquiring on gu threshold. Advised customer on gu algorithm.